Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the clinical procedure that was to happen when the issue occurred completed as planned after the patient was moved to another system. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and assessment of the system event logs identified a generator converter error, indicating that the converter was over voltage. The converter was confirmed to be defective. The fse replaced the converter. The converter was returned for failure analysis. Analysis found that the c5 capacitor of the converter had burst open, rendering the converter electrically defective. After the converter was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.